Event description:
Additional information indicated that surgery intervention occurred wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain weight information but was unsuccessful.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-01844, 3006705815-2021-01842. It was reported that the patient will be having a system explant due to an unknown reason.